Event description:
It was reported that the patient has had an increase in seizures, and the patient is perceiving the vns stimulating more frequently than it should. The physician noted that the patient had not been seen for approximately a year. Attempts for additional information have been made; no additional relevant information has been received to date.